Event description:
On (B)(6) 2013, the reporter contacted animas, alleging they could no longer hear auditory alarms. No additional information was provided. Troubleshooting was not completed at the time of the complaint. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1 date of submission 01/29/2014-product analysis:the pump has been returned and evaluated by product analysis on 01/16/2014 with the following findings:the complaint could not be duplicated or confirmed on investigation. The pump¿s audio output was found to be within specification. Unrelated to the complaint, investigation revealed that the display screen was dim and discolored. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusion can be made at this time.